Event description:
It was reported by the patient that this inflatable penile prosthesis (ipp) had not been functioning properly since implant. Troubleshooting techniques were provided by patient services (ps); however, the patient stated that he had tried them all without success. He also reported pain in the perineum and rectum and mentioned that he has been passing stones. The boston scientific ps representative encouraged him to get clinical evaluation. No further information was provided.

Manufacturer narrative:
The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Estimated to approximately six weeks post-implant, assumed time of device activation.